Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report for (B)(4) was forwarded in error and should be voided.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that laden air in continuation despite the replacement of the seals - deflation issue. Before surgery with no patient involvement. And another device was retrieved. No adverse events have been reported as a result of this malfunction.